Manufacturer narrative:
Based on the information provided, the cause of the complication cannot be determined. A system log review cannot be performed because the system logs are not available.

Event description:
It was reported that the patient underwent an ion endoluminal lung biopsy procedure and developed a pneumothorax requiring placement of a chest tube and hospitalization. The patient had a medical history of chronic obstructive pulmonary disease (copd) and a growing cystic lung nodule. Two lesions were biopsied: 2 cm in size (sub-solid) located in the left upper lobe (apicoposterior segment) and 1.3 cm in size (ground glass) located in left lower lobe (superior segment). The distance of one lesion to the pleura was 8 mm. Radial ebus was utilized to localize the target lesion, and then the user took 5 passes with a 21g flexision needle to biopsy the lesion. A bronchoalveolar lavage was performed. The procedure was completed and a small (15 mm) pneumothorax was identified via chest x-ray (the patient was asymptomatic). A 16 french chest tube was placed to resolve the pneumothorax. Per the physician, there were no acute issues and the ion system did not cause or contribute to the pneumothorax. The physician believed the pneumothorax occurred due to a cystic lung cavity. The patient was hospitalized for a total of 2 days then discharged home. The diagnosis obtained from pathology was adenocarcinoma (malignant) for both lesions. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred.